Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported being unable to test due to the adc freestyle libre sensor not recognizing the sensor after removing it from the charger. Customer self-presented to a hospital to have his glucose checked and was diagnosed with hypoglycemia and treated with "glucose in vein". No hospital meter readings were provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre sensor. Therefore no further investigation into the sensor will be required. DHR (device history review) for the libre reader was reviewed and the DHR showed the libre reader passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show that the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. This also serves as a correction report. Describe event or problem) mistakenly documented that their is a problem with the sensor. Event has been updated to report the an issue with the reader. Serial number/model number and device mfg date were also updated based on the case details.

Event description:
Customer reported being unable to test due to the adc freestyle libre reader not recognizing the sensor after removing it from the charger. Customer self-presented to a hospital to have his glucose checked and was diagnosed with hypoglycemia and treated with "glucose in vein". No hospital meter readings were provided. There was no report of death or permanent injury associated with this event.